Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 5 months and 5 days after implantation. The doctor noted periodontal disease during surgery. The patient has history of diabetes and tobacco use. The patient has recovered without complications.